Event description:
Customer reports jaws breaking. No pt injury or intervention reported.

Manufacturer narrative:
Additional info: additional reported lot numbers; 1709616-049, 988392-049. Evaluation: review of other product with sample with catalog # 238200. Results- other. Review of product with catalog# 238200 showed root cause being over stress at the weakest point of the jaw. Conclusions-other. The applier is currently under re-design.